Event description:
According to the report, the surgeon said he did about 16 channels and the hp quit firing.

Manufacturer narrative:
According to the report, the sologrip iii handpiece fired about 16 channels and then the handpiece quit firing. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record. Quality control reviewed the incoming inspection batch record and confirmed that the record was complete, accurate, and fully approved. The handpiece was returned and evaluated visually as well as with a hene laser. When connected to the hene laser, laser energy was emitted from the thumbslide window, and not from the distal tip of the fiber bundle, indicating damage within the handpiece. Energy was also emitted from the multifilament fiber proximal to the handpiece. The handpiece was opened for further evaluation. The fibers were found to be completely severed inside of the handpiece and there was evidence of charring adjacent to where the fibers had severed. The observed damage is indicative of user mishandling. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within the handpiece. When the laser is pulsed it produces extreme heat which can result in breakage of the fiber bundle at points of strain. In response to complaints of handpiece failures, design changes have been made to the tmr handpieces to eliminate fiber breakage within the main body of the handpieces and outside and proximal to the main body of the handpieces. No further action is necessary.